Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to unknown reasons. Left hip.

Manufacturer narrative:
Updated information on was received on (B)(6) 2020 that changed the reportability status of this incident. No alleged deficiency against this component. Therefore the event is not reportable. Please void the initial report.